Manufacturer narrative:
Pending completion of device analysis and review of device history record internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) reported a pump replacement due to an underinfusion volume discrepancy. Cs reported that the patient had increased pain. During the patient's refill appointment, an underinfusion volume discrepancy was observed with the physician aspirating 8ml more than was expected. A catheter dye study was performed, which indicated that the catheter was patent. The pump was then replaced.

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not find any exterior anomalies. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specifications. No issue was found with this pump. Internal complaint number: (B)(4).